Manufacturer narrative:
Suspect device received on march 03, 2023 device evaluation completed on march 03 , 2023: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 325cc breast implant was found to be ruptured and received in three parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.3 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Devices' image evaluation completed on february 22 , 2023: according to the information received, the patient experienced a rupture in the sm mpp gel 325cc breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old female who underwent an unknown breast surgery with a mentor memorygel 325cc silicone prosthesis experienced right-sided silent rupture post procedure. The MRI examination confirmed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Devices photo evaluation completed on march 09 , 2023: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 21, 2023 indicated that the patient underwent right-sided capsulectomy, and bilateral replacements with larger implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 31, 2023 indicated that the patient ethnicity is caucasian, date of event was on march 1, 2022. Patient scheduled for removal on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).